Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no rf head was returned with the device. All connectors on the link electronic module (lem) circuit board passed visual inspection, also able to interrogate wireless and non-wireless using a known good rf head. It was also noted that the hard drive flex connector was not fully seated, the lem board had to be recalibrated after a system error was noted in the error log, the handle covers were missing, the stylus was missing. Handle covers and stylus were installed. The programmer then passed final functional and system testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a faulty connection with the radiofrequency (rf) head, a damaged connector was suspected. The programmer was returned for servicing. This event occurred prior to use and during setup so there was no patient involvement.